Event description:
Per the clinic, the patient experienced poor performance with the device resulting in loss of benefit. The patient also experiences a pain/pressure at the implant site an vibration sensation inside his head. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.